Event description:
The caller reported an alarm 2 followed by alarm 26, which was related to an occlusion event occurring earlier in the day. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and then resumed insulin use. No further assistance was required, and the case was closed by technical support.